Event description:
Additional information was received that anticoagulant was not used during the procedure.

Event description:
During an initial implant procedure, there was a failure to remove the stylet from the left ventricular (lv) lead. In the process of removing the stylet, the lv lead was disintegrated. The lv lead was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a complete lead was returned in three pieces with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out/separated from the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out/separated from the connector assembly.